Event description:
It was reported that the patient experienced a syncopal episode and complete heart block. In hospital, the patient became symptomatic and the telemetry strip showed p-waves with no ventricular pacing for 3300 ms. Ventricular over- sensing and atrial undersensing were suspected. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal.